Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2016". Therefore, (B)(6)2016 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 70-year-old patient with a valve model 7300tfx25 implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximatey seven (7) years and ten (10) months due to calcification and degeneration leadig to mild stenosis and moderate regurgitation. As reported, the patient presented with dyspnea and heart failure. A 26 mm transcatheter valve was implanted within the pre-existing surgical device. Reportedly, the patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section b7 (other relevant history, including preexisting medical conditions) updated section h6 (investigation findings) and h6 (investigations conclusions). Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.